Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per the reporter, a fitbone locking screw backed out during treatment. A revision procedure was performed to replace the locking screw. Further information received on february 6 and february 11, 2026: updated section a 4, d 6a, d 6b.

Event description:
As per the reporter, a fitbone locking screw backed out during treatment. A revision procedure was performed to replace the locking screw.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.